Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: nlh128646n, ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that the patient has been trying to charge the controller for 3 days, but every time they unplug the controller from the ac power supply, the controller shuts off and will not turn back on. Agent had caller remove the controller battery and connect the controller to the ac power supply. Caller confirmed the controller powered on. Caller denied any visible damage to the battery pack or controller battery compartment. Caller inserted the battery pack but the green light did not come on above the screen. The issue was not resolved. A replacement controller and battery was sent out.  Patient mentioned they haven't used their implant in a while. Patient stated that when trying to charge the implant, the controller continuously looked for a device. During the call, agent walked patient through passive recharge mode. Patient confirmed their controller was at 100%, the implant was in the red but was recharging excellent. The issue was resolved. Agent advised patient to continue charging their implant.